Event description:
The reporter stated the surgeon inserted a 19.0 diopter cq2015 collamer three piece lens and the lens tore. The lens was removed. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the cartridge tip damaged. The lens was returned and visual inspection found the lens optic torn into two pieces and one haptic torn. The injector was returned with no visible damage. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn); based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.